Manufacturer narrative:
. E3: occupation: tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following information: it was reported that original a tr band was applied post radial procedure. A hematoma developed proximal to the band after a couple of minutes. Manual pressure was applied and then the tr band was repositioned. It was noted at that point that the tr band appeared to be losing air. More air was added, however, again there was a slow leak. A new tr band was placed on the patient and there were no further complications. Hemostasis was achieved using the second tr band that was applied. The first tr band initially had 15ml of air, however, during repositioning, it was noticed that only 12ml was able to be removed. 15ml was added for the repositioning and then when air was leaking again, a new tr band was applied with 11ml of final air volume (which held just fine). The tr band started to deflate within a few minutes, once it was determined that they wanted to reposition the band. They suspected the leak was coming from the "pillow" however, they were unable to confirm exactly where. The size of the hematoma was about the size of a half dollar coin. The patient remained in stable condition. The second tr band that was applied worked great and the md evaluated the hematoma. The device did not have noticeable damage. The estimated blood loss was less than 250cc. The procedure performed prior to the use of the tr band was r2p intervention.